Event description:
It was reported that during the early hours on (B)(6) 2025, a neonate was transported to another hospital. The last blood pressure reading at the previous hospital "was in good standing". Per report, when the baby arrived at the receiving hospital, the blood glucose level was at "400." The glucose was high due to the type of fluid running through the pump. Bd received additional information through due diligence attempt. Per report, the facility's third-party servicer, agiliti, performed their initial testing and investigation of the device and stated that it "passed all testing". It was reported by nurse manager at the facility where the neonate was transferred from that the infusion involved a routine order of a 250ml dextrose 10% at 10ml/hr. The neonate's blood glucose level was "79" on (B)(6) 2025 at 0124. The neonate was transferred to another hospital due to "pneumothorax" and was transported in a mobile isolette via ambulance. During transport, dextrose 10% was running via infusion pump and using tubing ref#: (B)(4). Per report, "volume infused was documented hourly during this administration and was within expected parameters of 10ml/hr." 54ml was infused over the start of the bag infusing for approximately 5.5 hours. However, it was reported by the receiving facility that there was harm as the neonate had "critical high blood glucose". The receiving facility is requesting to evaluate the integrity of the infusion pump. The clinical staff at the facility where the neonate was transferred from had no concern regarding the functioning of the equipment. Multiple attempts have been made to request additional information from the receiving facility, including whether a repeat blood glucose level was performed to rule out any lab error, if the neonate had symptoms of hyperglycemia, and if there were any medical interventions rendered to address the elevated blood glucose level. No response have been received to date.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during the early hours of (B)(6) 2025, a neonate was transported to another hospital. The last blood pressure reading at the previous hospital "was in good standing". Per report, when the baby arrived at the receiving hospital, the blood glucose level was at "400." The glucose was high due to the type of fluid running through the pump. Bd received additional information through due diligence attempt. Per report, the facility's third-party servicer, (B)(4), performed their initial testing and investigation of the device and stated that it "passed all testing". It was reported by nurse manager at the facility where the neonate was transferred from that the infusion involved a routine order of a 250ml dextrose 10% at 10ml/hr. The neonate's blood glucose level was "79" on (B)(6) 2025 at 0124. The neonate was transferred to another hospital due to "pneumothorax" and was transported in a mobile isolette via ambulance. During transport, dextrose 10% was running via infusion pump and using tubing ref # (B)(4). Per report, "volume infused was documented hourly during this administration and was within expected parameters of 10ml/hr." 54ml was infused over the start of the bag infusing for approximately 5.5 hours. However, it was reported by the receiving facility that there was harm as the neonate had "critical high blood glucose". The receiving facility is requesting to evaluate the integrity of the infusion pump. The clinical staff at the facility where the neonate was transferred from had no concern regarding the functioning of the equipment. Multiple attempts have been made to request additional information from the receiving facility, including whether a repeat blood glucose level was performed to rule out any lab error, if the neonate had symptoms of hyperglycemia, and if there were any medical interventions rendered to address the elevated blood glucose level. No response have been received to date.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: initial reporter phone #, device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported issue of inaccurate infusion of dextrose was not able to be confirmed from the log analysis or could be replicated during device testing. The testing process, internal and external inspection did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. The sear was also found to be properly closing the administration set safety clamp when the door was opened. The date of the event was reported as (B)(6) 2025, although no specific time was provided. It was mentioned that the incident took place during the early hours of the day. No errors or discrepancies related to the reported event were found in the error logs of either the suspect or concomitant device. The pcu event logs show that the system was powered on (B)(6) at 8:47 pm. The option ¿yes¿ were selected for both new patient and the previously configured profile ¿neonate¿. Log analysis confirmed that an infusion of dextrose (drug ID 1) was programmed as a guardrails IV fluid, beginning on (B)(6) at 8:54 pm. The infusion was set at a rate of 10 ml/h, as reported by the facility, with a volume to be infused (vtbi) of 10 ml. The device began infusing immediately after programming and continued until (B)(6) at 2:24 am, when the unit was removed and the pcu was powered off at 2:25 am. On (B)(6) at 12:54 am, the first infusion of dextrose 10% was initiated. The clinician cleared the volume infused from the previous day and reprogrammed the device to continue infusing dextrose 10% at a rate of 10 ml/h with a volume to be infused (vtbi) of 10 ml. Once the infusion was completed and the device entered kvo (keep vein open) mode, the infusion was reprogrammed again with an additional vtbi of 10 ml. This reprogramming occurred twice on the day of the event at 12:55 am and 1:55 am. The suspect device was removed at 2:24 am, with a total volume infused (tvi) recorded at 4.806 ml. No alarms or errors were reported on the date of the event, and no other infusions were recorded for the suspect pump module on that day. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. Root cause: the root cause for the report of inaccurate infusion of dextrose was not able to be identified from the log analysis or from device laboratory testing. The suspect pump module was found to be infusing within specification.